Event description:
It was reported that a signal loss occurred. G7 wearable was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/2/2026. Data was further reviewed. Data investigation confirmed signal loss as signal loss over an hour, alerts worked as intended. The probable cause was the transmitter and app were unable to restore the connection. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 at approximately 2:45 p.m., the patient began experiencing persistent signal loss on the dexcom mobile application. The patient attempted basic troubleshooting steps; however, the signal did not return. The patient, a professional dancer, proceeded with a scheduled performance. At approximately 4:00 p.m., the patient lost consciousness during the performance. A bystander contacted emergency medical services (ems). Upon ems arrival, the patient¿s blood glucose (bg) level measured 30 mg/dl. It was not documented whether the continuous glucose monitor (cgm) remained in a signal loss state at that time. Ems administered IV glucose, after which the patient regained consciousness at approximately 4:30 p.m. Subsequent bg meter readings were 130 mg/dl and 89 mg/dl upon recheck. The patient consumed lemonade and dinner, and ems determined the patient to be stable at approximately 5:00 p.m. There was no documentation indicating transport to the emergency room. No additional patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.